Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the one infusion set was leaked at tubing on (B)(6) 2024. The blood glucose level was 223 mg/dl. No further information available

Manufacturer narrative:
(B)(6).